Event description:
The facility's pharmacist reported to baxter (B)(4) that air was observed in a three-way solution administration set. It was reported that at the end of the infusion when the vial was empty, the chamber looked to be emptying as well, and air appeared to be in the tubing as if the solution was drained inside the set. The drug involved was perfalgan, and it was being administered by a nurse. According to the nurse this incident has never been observed before. The pharmacist also stated that the nurse had connected the vial with the set, the line was clamped, the chamber was pressed, the vent was opened, and regular procedure was followed. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.